Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) to report that a discordant, falsely low co2 and tpsa results were obtained on a patient sample on a dimension vista 500 instrument. As per siemens instructions, the customer primed the aliquot probe 30 times; cleaned the aliquot drain; ran correlation study and quality controls (qcs), resulting acceptably. A siemens customer service engineer (cse) was dispatched to the customer's site multiple times and performed the following: ran service methods check, system check and integrated multisensor technology (imt) rotary valve leak test, resulting unacceptably; ran precision alignments and auto alignment for the photometer and imt rotary valve. The cse reran the leak check, system check and service methods, resulting acceptably except for the sample probe overmix. The following day, the cse replaced and aligned the sample mixer and sample probe; ran wash station checks, aliquotter diagnostics and alignments, align and mix test, system check and qcs, resulting acceptably. The sample mixer or an aliquoting issue potentially contributed to the discordant, falsely low co2 and tpsa results. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low carbon dioxide (co2) and total prostate specific antigen (tpsa) results were obtained on a patient sample on a dimension vista 500 instrument. The sample was repeated on the same instrument for tpsa, resulting higher. The results from the initial instrument were not reported. The sample was repeated on an alternate dimension vista instrument for both co2 and tpsa, resulting higher than the initial discordant results. The results obtained on the alternate instrument were reported, as the correct results, to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low co2 and tpsa results.